Event description:
The catheter was broken. No additional information regarding the event was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.